Event description:
It was reported that the patient had a return of symptoms/change in therapy effect. Approximately one to two weeks prior to the report, the patient experienced headaches and low back pain and then. In the last week, a return of spasticity was noted. The patient had "severe tightness in legs". The patient saw the hcp in 2008 for a dose increase and again on two days later, for a bolus dose (doses not provided). Following the bolus dose, the reporter stated that according to the hcp, there was no change in spasticity when the patient was lying down. When the patient was helped to an upright sitting position, the patient experienced extreme looseness. The caller stated that this had happened twice and continued to happen. Per the reporter, a dye study and CT scan were performed (dates not provided); nothing could be determined. It was also reported that the hcp had recommended a catheter replacement, as well as, switching to a smaller pump due to the patient's small body mass. It was noted that the patient had been taking the oral medication, "zolaf", for about one month. The patient was at home and his status was reported as "serious". The patient continued to experience headaches and low back pain, as well as, the postural changes in spasticity. The patient had temporarily suspended his education. The pump and catheter were replaced on the following month. The concentration and daily dose of baclofen being delivered via the pump were not reported.